Event description:
It has been reported to co that upon opening the package of this device it was noticed that the sidearm of the device was detached. There was no pt involvement. The device is being returned for co's analysis.